Event description:
The article ¿percutaneous closure of atrial septal defects echocardiographic and functional results in patients reported the following adverse event(s): no device-associated complications were observed, but in patients, paroxysmal atrial fibrillation occurred after device implantation. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.